Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event could not be determined. Biomed stated their device sn dygral019 was not cooling. It also had a wheel that was falling off. Biomed wanting to send the device in for repair. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions for use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. Correction: d UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed got disconnected while trying to get technical assistance with the arctic sun device not cooling and it had a wheel falling off. Biomed stated their device s/n (B)(6) was not cooling. It also had a wheel that was falling off. Biomed wanting to send the device in for repair.

Event description:
It was reported that the biomed got disconnected while trying to get technical assistance with the arctic sun device not cooling and it had a wheel falling off. Biomed stated their device s/n (B)(6) was not cooling. It also had a wheel that was falling off. Biomed wanting to send the device in for repair.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.